Manufacturer narrative:
The device was received with a battery voltage of 3.04 v. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics with battery level 3.04 v. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that the patient passed away. The patient's implanted device was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The cause of the patient's death is not known and there is no allegation that the death was device related. Further information was requested but not received.